Manufacturer narrative:
(B)(4): concomitantly during the initial procedure, the patient underwent an overectomy . It was reported that after implantation, patient experienced pain, inflammation and incontinence.(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 to treat pelvic pain, pelvic adhesions, and urinary stress incontinence and a sling was implanted. Concomitantly the patient underwent a procedure for pelvic peritoneal adhesions, stress incontinence, and the removal of ovaries and tubes

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.